Event description:
It was reported that a poly exchange took place. Patient was opened and the current scorpio size 11 8mm insert was removed with an osteotome. It showed wear on the very medial edge. The rest of the implant appeared unaffected. A new scorpio size 11 8mm cr flex was implanted.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that a poly exchange took place. Patient was opened and the current scorpio size 11 8mm insert was removed with an osteotome. It showed wear on the very medial edge. The rest of the implant appeared unaffected. A new scorpio size 11 8mm cr flex was implanted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown scorpio size 11 8mm cr tibial insert. Additional information has been requested and if received will be provided in a supplemental report.